Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -10.00/3.5/092 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2024. Low vault was observed. On (B)(6) 2024 the lens was exchanged for a longer length lens and the problem was not resolved. See MFR # 2023826-2024-01855.

Manufacturer narrative:
Additional data: h3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the haptic bent. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).